Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on all three leaflets, all three commissures were bent, and the wireform was intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect and 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had a tear of 5mm near commissure 2. Leaflet 2 had three tears of 7mm near commissure 2, 2.5mm at the free margin, and 4mm near commissure 3. Calcification was evident near the tears. Calcification and host tissue restricted leaflet mobility and led to stenosis. Hematoma was observed on the outflow aspect of leaflet 3. Additional manufacturer narrative: customer report of stenosis, calcification and leaflet tear was confirmed. The report of regurgitation was also visually confirmed due to leaflet tears.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion of the evaluation. As the device evaluation has not yet been completed, the root cause for the calcification and stenosis cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 19mm pericardial aortic valve, implanted seven (7) years, seven (7) months, and twenty-four (24) days, was explanted due to aortic stenosis and regurgitation secondary to calcification and leaflet tear. The device was explanted and replaced with a 19mm pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. The condition of this valve at explant was described as ¿calcification was observed at non-coronary leaflet and left-coronary leaflet, tear was observed at right-coronary leaflet, and calcification and leaflet tear were causing stenosis and regurgitation.¿